Event description:
Boston scientific received information that this pacemaker was not pacing the patient. The device had been implanted for atrial fibrillation (af) and the patient now has complete heart block and high threshold measurements of 2.8 volts at 0.5 milliseconds with no safety margin. There was loss of capture at 2.4 volts. The impedance measurements were noted to be normal. The threshold measurements were increased to 5 volts at 5 milliseconds and the pacing went to ninety percent with good capture. Increasing the threshold measurements resulted in less than six months longevity on the device. A change out procedure was to be scheduled in the near future. No adverse patient effects were reported.

Event description:
Additional information indicated this device was explanted for normal battery depletion. The lead remains implanted at this time with no further issues reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.